Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during reintubation, customer was unable to pass suction catheter down the trach tube. The blue connector seemed to be at an odd angle as it was inserted into the tube itself. Assessment noted the blue [connector] of trach tube (the part that fits into the tube) was chipped and a small segment had broken off. Unsure if broken prior to use or whilst in-situ as it was a difficult and timely intubation. Medics were informed and baby was assessed. The trach tube was removed from use and replaced. An x-ray of the chest was performed to rule out a foreign object in lung field. No evidence of blockage found so it was decided to continued with current plan of care. No interference with ventilation noted. No injury.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).